Event description:
The customer reported that intermittently, the device fails the therapy knob test during operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that intermittently, the device fails the therapy knob test during operational check. There was no pt involvement. The customer confirmed that he could intermittently reproduce the test failure. The philips response center technician provided the customer a part ID and quote for the energy select switch and the therapy knob. The customer later confirmed that replacing the energy select switch resolved the issue. This was a malfunction of the energy select switch assembly.